Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) USA alleging the onetouch verio iq meter read inaccurately compared to a laboratory device. The patient reported blood glucose results of "117 mg/dl" with the subject meter and "94 mg/dl" on a laboratory device, performed within10 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned respectively on (B)(4) 2012 and evaluated respectively by product analysis (pa) on (B)(4) 2012 with the following finding: the meter and test strips both passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.